Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-435a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The first fiber: 15,235 joules of usage and 04:12 minutes. The second fiber: 53,488 joules of usage and 09:40 minutes.

Event description:
It was reported that during a bph surgical procedure the fiber tip broke and physician removed fiber tip from the patient. The fiber was exchanged and the second fiber reportedly exhibited fiber tip broke and the tip was removed from the patient. The case was completed with a third fiber. Patient outcome: "ok" reported. No injury to patient reported. This report is for the second fiber.